Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reports that meter was not working properly. Caller states that meter would give inacurrate readings. Customer was hospitalized for two and a half weeks. When customer got home her blood glucose was low and was treated with dextrose. Customer's blood glucose was 390 mg/dl then moments later it read 108 mg/dl. Caller was given information on contacting bayer regarding the meter. No further information provided.